Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for review of non-sustained rv oversensing events that triggered a patient notification vibration. Ventricular paced (vp) events that are not capturing was noted. The patient reported no symptoms. Mismatch between the near and far field rate of secure sense algorithm was observed. Rv capture issues to resolve this non-sustained rv oversensing event was addressed. Device and lead remains implanted.

Event description:
New information notes that the rv threshold test ran and set appropriately. The patient had no complaints prior to or after the changes.